Manufacturer narrative:
D10. Product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory h3. Analysis of the commmunicator found that the micro-usb charge port was loose and rattling. The device would not power on after 1.5 hours of charging. The l3 was burnt on the charging board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID tm90t0 (serial: (B)(6)); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the communicator was not taking a charge from the outlet since about a week and a half ago. The patient stated that the cord did not plug into the communicator port. A request was sent to the repair department to replace the communicator.